Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump; however, the malfunction code recurred. As a result, technical support decided to replace the pump. The customer was informed about programming pump settings and connecting the cgm to the replacement pump, and received instructions for returning the faulty pump to avoid billing. The replacement pump will be shipped with updated software.